Event description:
Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went directly to the hospital on (B)(6) 2024 due to abdominal pain, nausea, and vomiting. The patient did not contact the on-call nurse at the pd clinic. The patient was admitted with a diagnosis of peritonitis. A culture was obtained on that date and resulted positive for enterococcus faecalis. No results were available for the white blood cell count. During the hospitalization, the patient was administered antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown) and then switched to intravenous (IV) ampicillin (dose, frequency, and duration unknown). The patient¿s pd catheter was removed on (B)(6) 2024 and the patient was transitioned to hemodialysis (hd) for six weeks. The patient will be re-evaluated at six weeks to see if she can return to pd. The patient was discharged on (B)(6) 2024 and prescribed oral ampicillin (dose, frequency, and duration unknown). The cause of the peritonitis is unknown.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported that the patient was hospitalized with a diagnosis of peritonitis. The patient had been in the hospital since (B)(6) 2024. Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went directly to the hospital on (B)(6) 2024 due to abdominal pain. The patient did not contact the on-call nurse at the pd clinic. No culture results, antibiotic prescription, or cause of the peritonitis event are available as the clinic has not received any information from the hospital related to the peritonitis event. The pdrn did state that they were informed the patient is completing temporary hemodialysis (hd), but it¿s unknown if that will continue upon discharge. The patient remains hospitalized.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient¿s reported event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
Additional information was provided by the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went directly to the hospital on (B)(6) 2024 due to abdominal pain, nausea, and vomiting. The patient did not contact the on-call nurse at the pd clinic. The patient was admitted with a diagnosis of peritonitis. A culture was obtained on that date and resulted positive for enterococcus faecalis. No results were available for the white blood cell count. During the hospitalization, the patient was administered antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown) and then switched to intravenous (IV) ampicillin (dose, frequency, and duration unknown). The patient¿s pd catheter was removed on (B)(6) 2024 and the patient was transitioned to hemodialysis (hd) for six weeks. The patient will be re-evaluated at six weeks to see if she can return to pd. The patient was discharged on (B)(6) 2024 and prescribed oral ampicillin (dose, frequency, and duration unknown). The cause of the peritonitis is unknown.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient¿s reported event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although no cause of the peritonitis was determined, the culture results of enterococcus faecalis suggests a breach in aseptic technique. Enterococcal peritonitis probably results from touch contamination and possibly from gastrointestinal (gi) sources as these bacteria are part of the normal inhabitants of the gi tract and may colonize the genitourinary (gu) tract. Based on the available information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.